Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to unknown product performance issue. This rv lead was replaced and never in service. No adverse patient effects were reported.